Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
The device was received for evaluation in open pouch. A visual inspection performed with the naked eye noted a leak from the port seal. Functional testing, including clear passage and clamp function testing were performed with no issues noted, however leak testing noted a leak from a channel in the port seal. The reported condition was verified. The cause of the condition was determined to be due to incomplete port seal welding during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an effluent sample bag leaked at the seam close to the medication port. This occurred prior to effluent collection. There was no patient injury or medical intervention associated with this event. No additional information is available.